Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell and the touch screen shattered. Reportedly, the customer was unable to see the pump menus due to the damage. Customer reverted to an alternate pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.